Event description:
The IV was placed, the nurse pushed the activation button to retract the needle into the safety barrel. She then proceeded to get the IV to connect to the hub. The needle retraction was slower then she anticipated, and the patient moved causing the nurse to be stuck in the finger tip by the contaminated needle. The unit was not saved. The patient has tested hiv and hepatitis c positive.